Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported ui failsafe on 12.02.2018, 08:06 am. According to the end user, "the ventilation was stopped and alarm sound happened". After a restart, the machine started-up with the first use assist active. The customer also reported that this patient used the unit for about 1 to 2 weeks. At the time, they immediately switched to the manual ventilation. The ventilation is paused during a disconnection, so there was no particular health damage for the patient.

Event description:
The customer reported that the bellavista 1000 oxygen sensor depleted alarm are active. Alarm temperature of blower high was also recorded. There is a possible blower failure may be due to blocked filter. The customer confirmed that blower is damaged. At this time, patient involvement is unknown.